Event description:
Procedure: c-section. According to the reporter: the patient had to be re-operated on 48 hours after surgery as the suture did not stand, (hernia of the rectus). The surgeon noticed that the knots of the thread were still in place but it was the thread itself that was cut in its center. A new suture was completed. The lot number for this suture is not available. There was no bleeding of 500cc or more. There was no unanticipated tissue loss, and no extension of the incision by more than one inch.

Manufacturer narrative:
(B)(4).